Event description:
Allegedly the patient had pain in the groin area and heard grinding. Approximately (B)(6) hip has a broken neck. Patient is a plumber. Received additional information on 6/19/2015: allegedly the patient was revised due to titanium modular neck broke and neck pocket of stem was fractured.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01405.